Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic inspection revealed a pinhole on the distal side of the proximal markerband. Inspection of the remainder of the device found no damage or irregularities. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 2.0mmx30mmx143cm fg coyote nc (nc quantum apex¿) was advanced to dilate the lesion. However, upon 1st inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another 2.5mm coyote nc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 2.0mmx30mmx143cm fg coyote nc (nc quantum apex) was advanced to dilate the lesion. However, upon 1st inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another 2.5mm coyote nc balloon catheter. No patient complications were reported and the patient's status was good.